Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported a gradual decrease in hearing performance with the device.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The clinic will follow up in march 2019.

Event description:
Recipient reported a gradual decrease in hearing performance. A follow up is planned in 3 months ((B)(6) 2019).